Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): during inspection, the unit was found to remain powered on when undocking and docking while device is powered on, however the display shut down within a few seconds and a watchdog alarm sounded. Internal inspection isolated the failure to u21 on the instrument board. Recessed pogo pins were also found on the system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6) .

Event description:
The customer reported that the radical 7 shuts off when plugged into dock and wall power outlet, and the far left battery light is flashing. No consequences or impact to patient were reported.